Manufacturer narrative:
Software version : 4.11d. Retainer ring=black. Device was returned for rewind anomaly and prime or fill anomaly found on oct 19, 2021. Device¿s history and trace files downloaded successfully using thus software. Device passed self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test or verify prime or fill anomaly due to pump error 38 alarms. Pump error 38 confirmed in the device history or trace files on 10/04/2021 at 1:15am. Device was cut open to perform visual inspection and found corrosion damag on the motor. Device tested outside the device and received pump error 38 at rewind. Test p-cap or reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and in the device history or trace files on 10/04/2021 at 1:15am due to corroded motor home switch. Unable to verify prime or fill anomaly due to constant pump error 38 alarms occurring during rewind. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's piston did not stop when contacted with the reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.